Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The possible root cause may be related to 1) an occlusion in the cassette port where the IV tube is placed due to excess adhesive (loctite) applied to the connection and 2) loctite dispenser equipment failure or an incorrect setup of this equipment. The batch records for batch fa23k20371 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) final physical inspection related to occlusions on the admin set and 3) 100% visual inspection using black light, the associate ensures that the uv curing on this cassette assembly is correct.

Event description:
The following has been reported: customer reported: blood administration tubing saline bag was spiked and the nurses couldn't prime the tubing - saline stopped before cassette and couldn't get it to advance. Grabbed a new set of tubing and then it worked just fine. Waiting for confirmation of no patient harm. A preliminary review of the logs identified the following issue: potential blockage at the secondary port. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.